Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter alleged discrepant blood glucose values of 232 mg/dl back to back with a result of 102 mg/dl when testing was performed 5 minutes apart on the advantage system. The location of the testing was not provided. No actions or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.